Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, absence of sensing was observed for 4 minutes after a cardioversion at 120 joules to treat an atrial fibrillation. The patches were placed in anterior posterior position. The patient had an escape interval at approximately 30-50bpm. Proper device operation was observed afterwards.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, absence of sensing was observed for 4 minutes after a cardioversion at 120 joules to treat an atrial fibrillation. The patches were placed in anterior posterior position. The patient had an escape interval at approximately 30-50bpm. Proper device operation was observed afterwards.